Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited pace impedance measurement spikes from 565 ohms to 1,383 ohms down to 600-700 ohms and as high as 1,998 ohms. All other measurements were stable, and no noise was observed in stored episodes or producible with isometrics/pocket manipulations. Technical services (ts) discussed that while an impedance measurement of 1,998 ohms was close to the alert value (2,000 ohms), impedances remained within normal limits at this time. A possible lead/spring contact interaction was noted as a potential cause. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.